Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part # rob10013, serial # (B)(6), used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that the exposure motor was intermittently failing due to a bad pin 5. A review of provided photos was performed. The reported problem was confirmed. Photos showed the robotic drill critical error message on the robotic drill connection screen of the robotic drill diagnostics app. The most likely cause of the reported issue is that the exposure motor is failing as a result of forces on the encoder board due to epoxy filler and adhesive. A possible material issue that is breaking the encoder solder joints. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. The review determined that prior escalation actions are applicable to the scope of this complaint and further investigation into the reported failure is being conducted to determine if additional escalation actions are required. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Further investigation into the reported failure is being conducted to determine if additional actions are required. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori assisted tka surgery, the real intelligence robotic drill seemed to be deactivated as it would not register when plugged in. The screen kept freezing when it was plugged in, and the foot pedal plug had to be pulled out to be able to go back a screen. The cori unit was rebooted twice, but the same problem persisted. A diagnostic on the handpiece was performed and the following error message was received: "robotic drill critical error: the robotic drill has an internal error. Check the robotic drill and press continue to ty again". Surgery was performed, after a non-significant delay, with conventional instruments instead. No patient injury was reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H6, h7, h9: the real intelligence robotic drill, part # rob10013, serial # (B)(6) used for treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. Testing found that the exposure motor was intermittently failing due to a bad pin 5. A review of provided photos was performed. The reported problem was confirmed. Photos showed the robotic drill critical error message on the robotic drill connection screen of the robotic drill diagnostics app. The most likely cause of the reported issue is that the exposure motor is failing as a result of forces on the encoder board due to epoxy filler and adhesive. A possible material issue that is breaking the encoder solder joints. Another factor that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual (500230 rev d). A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.